Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter indicated that the patient was deceased and questioned if the device was working at the time of death. Additional information related to the death and/or circumstances of death were requested, but no information was received.